Event description:
During a procedure, a crack found on the hub of the cypher select plus (crb18250) when the physician was ready to release the stent. Another stent delivery system was used to complete the procedure. There was no injury to the patient. The product will be returned for analysis. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the package by the hub and there were no anomalies noted at that one time. The device was prepped according to the IFU. There were no difficulties experienced flushing the device nor connecting the hub to the indeflator. The manufacturer of the indeflator is unknown. There were no anomalies noted to the device during or after the device was prepped. There were no anomalies noted while pulling negative pressure. The device was unable to inflate due to the anomaly was noted. Then the anomaly. Sixteen atms were used to inflate the device before the anomaly was noted. When the anomaly was noted, the gauge on the indeflator loss pressure. There was no injury to the patient at this time. Pressure was maintained for 1-2 seconds before the anomaly was noted. The stent was not partially expanded. The device was removed from the patient by pulling the device inside of the guiding catheter. The device was removed from the patient without complications. There was no resistance met while withdrawing the device.

Manufacturer narrative:
The device has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14065139 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The device history record (DHR) review confirmed that the rejected unit were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. Nonconformance records process to hold step ((B)(4)) was generated for 10 labels with information unreadable, verbal feedback was given to the partner responsible for this operation, making emphasis in section 5.4 of the (B)(4), the lot was liberated and the pths was closed. The subassembly lots were reviewed for the proximal shaft assembly. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding wer reviewed and they were found within specification requirements.